Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4), the full lead was returned and analyzed. It was noted that the helix was disengaged from helical channel, the distal conductor had blood/body fluid (not obstructed), there was blood in/on helix mechanism and (sleeve head), the tip seal was observed out of position, and shaft seal was out of position.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.